Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Intolerance and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the possible outcome of inadequate weight loss as follows: caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other systems, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.

Event description:
Healthcare professional reported, "explanted band/port/pt had gastric bypass/removal of [lap-band system] due to [lap-band] intolerance and weight gain.